Event description:
Received info regarding a cartridge alarm 19 during the load process. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.